Event description:
On (B)(6) 2011 abbott point of care become aware that a customer scanned a pt wristband barcode with I-stat1 analyzers sns (B)(4) and displayed incorrect numbers. Customer has previously complained on the same issue (refer to MFR report # 2245578-2011-00045) and the investigation revealed that abbott point of care product is performing as intended. It was determined that the issue experienced by the customer was due to poor print quality of the barcodes at the customer site which did not meet the minimum standards. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). In a previous investigation the customer provided two barcode sample from two different printers at their facility. The label sets returned by the customer did not meet the minimum grade. Note: apoc evaluated the print quality for decodability using the industry standard (B)(4) "bar code print quality specification". The minimum acceptable grade defined by (B)(4) the health industry bar code provide applications standard, requires a minimum grade of 1.5. The issue experienced by the customer was due to poor print quality which did not meet the minimum standards described above.